Event description:
On (B)(6) 2026, doctor ((B)(6)) reported to cas that he had an anterior capsule run out at the base of the toric nub during procedure ID (B)(6) on (B)(6) 2026. Site is seeking review of the procedure.

Manufacturer narrative:
Review of procedure files and imaging show the capsulotomy starts on frame 3 as expected and the capsulotomy starts to break through into the ac on frame 5 and completely through on frame 7.there is nothing noteworthy on this case. System functioned as designed. No further clinical follow-up required.